Event description:
It was reported that a patient was receiving morphine sulfate via a flo-gard 6201 infusion pump. The patient was transferred to the magnetic resonance imaging center, the intravenous tubing was removed from the pump correctly. However, the the flow of morphine sulfate was adjusted incorrectly. The patient received an overinfusion of morphine and required two doses of narcan. The patient returned to pre-incident status. No additional specific information regarding the intravenous tubing was received.